Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a tvt procedure on (B)(6), 2005. According to the complainant, two to three years post procedure, the patient experienced dyspareunia and chronic vaginal yeast and bacterial infections. When applying medicinal cream to the vagina, the patient felt a hard, rough surface on the vaginal wall. During an exam, the physician found mesh erosion (exact date unknown). The patient was then referred to a different physician who removed the eroded mesh. The details of the removal surgery are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a tvt procedure on (B)(6) 2005. According to the complainant, two to three years post procedure, the patient experienced dyspareunia and chronic vaginal yeast and bacterial infections. When applying medicinal cream to the vagina, the patient felt a hard, rough surface on the vaginal wall. During an exam, the physician found mesh erosion (exact date unknown). The patient was then referred to a different physician who removed the eroded mesh. The details of the removal surgery are unknown.all other information is unknown and reportedly unavailable.